Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken tube extension. Missing material measured approximately 0.317 x 0.333. The known common cause of this failure is mishandling/misuse. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that fragment(s) from the monopolar curved scissors (mcs) instrument fell inside the patient. At this time, it is unknown if any missing instrument fragment(s) were retained inside the patient. However, there is no indication that a malfunction of the mcs instrument occurred since the instrument damage can be attributed to user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the monopolar curved scissors (mcs) instrument was stuck and unable to be removed. An intuitive surigcal, inc. (Isi) technical support engineer advised to remove the mcs with the cannula and inspect the tip cover accessory; however, the customer reported that the instrument was broken into pieces. All visible pieces were removed and a backup mcs was used. It is unknown if a fragment(s) of the instrument was retained inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(6) 2017, isi contacted the initial reporter and obtained the following additional information regarding the reported event: the surgeon reported the possibility of instrument collisions was low. The issue occurred when the surgeon was cutting the deep dorsal vein complex and then tried to change instruments to a large needle driver instrument. No post operative tests were performed. The surgeon was unable to determine if any fragments remained in the patient. The patient has not returned to the hospital with any post-operative complications.